Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral local reaction postoperatively. The patient stated that she needed to have physical therapy due to the mesh that was inserted in her left breast at the previous surgical intervention. The details regarding the left-sided mesh issue were not provided. The patient started experiencing bilateral breast pain about a year ago or so. The pain is stronger in her left breast than in her right breast. In addition, the patient started experiencing swollen forearms and stiffness in her hands in (B)(6) 2021. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis. Please refer to manufacturer report number: 1645337-2021-05329 for the previous event with the same implant. This report is for the right-sided prosthesis. Please refer to manufacturer report number: 1645337-2021-05330 for the previous event with the same implant.